Event description:
It was reported that the stent was being advanced through a 6f guide catheter into a mid rca lesion, during a direct stent attempt, and during advancement, the stent detached from the sds and was found in the proximal rca. The guiding catheter was exchanged and an attempt was made to snare the stent without success. A guide wire was then used to cross the stent and a balloon catheter was used to deploy the stent in the proximal vessel. Another 4.0x23 stent was used to treat the original lesion.